Manufacturer narrative:
Follow-up #1; date of submission: (B)(4) 2014. Additional information: the reporter contacted animas on (B)(4) 2014 with the following additional information: incident description: it was reported that the user could not attach the cartridge cap to the pump casing.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/24/2014 with the following findings: the cartridge compartment was observed to be cracked: the reported issue was confirmed. Unrelated to the reported issue, the battery compartment was observed to be cracked from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.